Event description:
The account alleged the brakes would not hold. No injury reported.

Manufacturer narrative:
The account adjusted the brake casters and replaced the hex rod bolt to resolve the issue.